Manufacturer narrative:
(B)(4). Attempts to obtain patient identification have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer indicated this was a coronary procedure. They followed the standard procedure by introducing the catheter into the patient vessel. They felt some resistance so they attempted to remove the catheter, but it was stuck on the guidewire. They removed the guidewire and the catheter as a system, losing wire position. The proximal part of the catheter separated at the distal tip after removal from the patient's body. Treatment was completed by the procedure and the patient was discharged as expected. No error message was displayed and no troubleshooting was performed. There was no patient injury or harm. There were no adverse events and no intervention performed. Patient's condition was noted as "good." Vessel: plaque characterization. Visual and microscopic inspection was performed on the returned device. It was observed that the shaft 23 mm of the distal tip which contains the monorail section was separated when the device was received. There was stretching of the shaft at the distal and proximal end break of the monorail section. A tear and flare was also observed in the distal end of the monorail section. There was sanguineous material present in the distal tip of the separated shaft. The observed damage to the monorail is consistent with the damage caused by or contributing to the reported failure. However, we could not conclusively determine when or how the observed damage occurred. The instructions for use (IFU) warns, do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. The IFU also cautions to never advance the imaging catheter without guidewire support. This event is being reported as the physician lost position when the guidwire and catheter were removed as a system. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.